Manufacturer narrative:
This follow up report is being submitted to report investigation findings, the complaint was confirmed as subject device was found to be leaking. Upon visual inspection under 10x magnification, it was observed that there were two locations where the bending section rubber was damaged, which was determined to be the cause of the leak. The rubber was removed to observe the inner surface and it was found that the outer surface had a more "laceration" type defect compared to the inner surface, which only had a small "incision" like defect. From this, it was determined that the bending rubber was damaged from the outside. It was determined that the issue was not due to a defect of the device or manufacturing process. The root cause could not be conclusively determined, but was attributed to a use error by the user.

Manufacturer narrative:
Design history records review was performed, there was no information that suggested that the manufacturing process had any relation to the reported event. The device was manufactured, inspected and released in accordance with established procedures and acceptance criteria. Subject device has been received and investigations are ongoing. A follow-up report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device failed leak testing in the sterile processing department prior to reprocessing. There was no reports of patient involvement, no patient injury was reported.